Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). Product evaluated and customer's complaint of leakage from the female luer was confirmed. Leakage was noted from a crack in the female luer. Root cause of the crack undetermined.

Event description:
The user reported that they noticed a leakage from the crack on the female luer after the set was connected to a terumo infusion set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information was available.